Event description:
A dialysis home pt's wife reported a sys error 2240 alarm in drain 1/5 during treatment using homechoice device. The home pt disconnected from homechoice at the time of the alarm and reset the device with new supplies to continue treatment. The home pt's wife noted the connection between the pt's transfer set and the pt line became loose but never fully disconnected. There was no pt injury associated with this incident and samples were discarded per the home pt's wife.